Event description:
During an acl reconstruction the surgeon notices a foreign body floating in the knee. Upon removal of the piece the surgeon found that it was a piece of the cannulated bone tunnel plug. Another plug was used to complete the procedure. It was reported that there was no patient injury or complications.